Manufacturer narrative:
Section e1 - initial reporter establishment name: complete name is (B)(6). Section e1 - address 1: complete address is no. (B)(6). This report is being filed for an international product (list number 07p87-74) that has a similar product distributed in the u.s. (List number 7p84), with 510k/PMA/bla number p080023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive alinity I anti-hbc ii results generated on the alinity I processing module for one patient sample. The following data was provided. (Reference range: < 1.00 s/co nonreactive, >/= 1.00 s/co reactive): initial result = 0.31 s/co (customer released this result) repeat result = 0.34 s/co repeat on another alinity I = 0.33 s/co the customer ran the sample on the wantai platform and generated a positive result. For troubleshooting, the customer ran the sample on another alinity I instrument and generated a result of 0.33 s/co. The customer did not provide patient information.